Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was observed to be in safety mode and exhibited a fault code and was unable to be interrogated. Additionally, high impedance measurements were observed on the right ventricular (rv) lead. The specific measurements were unable to be determined due to the inability to interrogate the device. The local field representative contacted boston scientific technical services (ts) and inquired if high impedances and recent shock therapy could have an impact on the device reverting to safety mode. Ts recommended device replacement and return. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.